Event description:
It was reported that, this right ventricular (rv) lead was difficult to implant during procedure. Furthermore, postoperative follow up showed a high stimulation threshold. X rays were performed and showed dislodgment. Subsequently, the electrode was replaced and showed normal measurements. No additional adverse patient effects were reported.